Manufacturer narrative:
It was reported that the wire former on the fluid-control pouch partially detached from the pouch which resulted in a delay of procedure while the surgeon changed their gloves. We were not made aware of any injury to the patient or the need for further medical intervention. We were not provided many details regarding this incident. Due to the delay in the procedure, this medwatch is being filed.

Event description:
The wire former on the fluid-control pouch partially detached from the pouch.